Manufacturer narrative:
On july 3, 2015, the (B)(4) spine project manager analyzed the retrieved items with the following comment: the tip (torx t20) of the screwdriver is undamaged. The functionality of the alif screwdriver universal joint to insert and temporary fix the screw into the plate is not compromised. The alif screwdriver bush is deformed. In fact two dimensions are out of specification, the dimension 10 (05.4 0/-0.05) and dimension 14 (05.7 +0.1/0) are bigger. For this reason, the functionality of the alif screwdriver universal joint (03.30.10.0003) to retain the screw is completely compromised. According to the batch record, the two dimensions (10 and 14) of the alif screwdriver universal joint (reference 03.30.10.0003, lot 1214291) were within the specifications. So the deformation of the alif screwdriver bush can be caused by the application of an uncontrolled torque on the screw during insertion, that can cause uncorrect position of the bush refer to the screw and a deformation of the bush itself. On july 27, 2015, it was prepared a final report with the information collected during the investigation, already reported in the initial report and here above. On july 28, 2015, the report was sent to the initial reporter and the case was closed. In the related surgical technique, it is reported the following warning: "when using the awl/drill universal joint instruments do not over-angle the distal tip to avoid mechanical blockage. Also avoid non-axial overpressure that may cause tip damage/breakage."

Event description:
(B)(4).

Manufacturer narrative:
On 05/05/2015 the r&d director made the following preliminary analysis: it can happen like with every screw that the recess (torx) strips in case of the screw driver isn't properly engaged and the surgeon continue to apply a high torque. Most likely it was a combination of stripping the torx and damaging the self-retaining sleeve. From my understanding the surgeon was incautious during the insertion of the last screw and the instrument started to disengage which finally caused the damage of the torx. I'm wondering why he did not remove the screw. There are various instruments available, e.g. The straight screw driver of the mecttlif anteriro set that could have been used at least to try to remove the screw. If that doesn't work he could have used a plier which is standard hospital material to remove the screw. Based on the x-ray it can be assumed that the screw is protruding enough to grasp the head with a plier to remove/turn the screw in order to substitute it with a new one. The major vessels which are the critical anatomical aspects in this area are located above l5. The surgery was on l5-s1. Therefore no complication with the major vessels can be expected and that's maybe the reason why he decided to leave the screw inside. Its' surgeons decision what to do but I would have recommended to remove the screw in order to avoid andy potential post-operative screw migration especially considering the amount of pultruding screw/screw head.

Event description:
(B)(4).